Event description:
Customer reported that there was an ongoing issue of erroneously low sodium and potassium results generated by the unicel dxc 600 synchron system. The number of events and duration of the ongoing issue were not provided. Quality controls were within spec prior to the event. The results were reported out of the lab. The customer later noted that the quality controls were low and subsequently recalibrated the system and ran quality controls. The samples were retested and amended results were issued. The maximum difference in sodium results between the erroneous and retested samples was 10 mmol/l and the difference for potassium was 0.6 mmol/l. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call was conducted and no examination or eval of the system was performed. The customer conducted a thorough cleaning of the system; the issue was reportedly resolved. Although this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This is one of two medwatch reports being submitted as the customer provided info for a specific date and made reference to an "ongoing" issue. This report addresses the "ongoing" event. Reference the below medwatch number for all associated event. MDR # 2050012-2010-00630. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.